Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error 41622. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed the battery compartment was starting to crack. During the functional check, the reported problem was duplicated. The motor was activated in the manufacturing utility mode and the values were not consistent. The motor would active around 400 one cycle and jump to 700 the next. After a few activations, the device would alarm 41622. The root cause of the issue is a bent dual flag gear. The event log showed a lapse of several months between the error codes of 41622, which was consistent with a bent dual flag gear issue. The dual flag gear was likely damaged during the last repair caused by the service and repair team. Replaced dual flag gear and optical switch.